Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed, and were stuck together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had two bands which moved from its position. The trip wire was secured. The ligator head teeth had no damage noted, which was consistent with the finding when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head were moved from its position. This suggests that the device could not deploy. This condition could have been generated due to procedural or anatomical factors encountered during procedure could have affected the device performance and leading to the reported event. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed, and were stuck together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.